Event description:
Info received indicates during testing, the technician found the bed had no ground.

Manufacturer narrative:
The technician found the ground prong on the power cord plug was loose. He replaced the power cord plug to repair the bed.